Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The inner insulation had a depression breach, and the outer insulation of the lead developed a cosmetic depression while in vivo. Both the inner and outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and an apparent fracture. It was further reported that the lead continued to exhibit high impedances, as well as increased thresholds. The lead was explanted and replaced. During the replacement procedure, the patient's right ventricle was perforated, resulting in the physician opening up the patient's chest and repairing the hole. No further patient complications have been reported as a result of this event.